Manufacturer narrative:
Attempt to obtain additional information was unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a clinician that this patient experienced syncope and fell. A device interrogation indicated stable device measurements. The clinician also reported that the patient's pacemaker and right ventricular (rv) lead exhibited noisy signals and loss of capture. The noise could not be reproduced with pocket manipulation or isometrics. The patient's intrinsic rhythm was monitored with an external monitor and the clinician noted three or four beats with pacing spikes with no capture. The pacemaker output was increased. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.